Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range, causing the customer to experience an unspecified elevated blood glucose level. Customer delivered a correction bolus to address the elevated blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.